Event description:
The patient had pain around the pocket site and a seroma at the pocket site. On (B)(6) 2014, the seroma was drained. Lab work was done with the result noted as ¿positive.¿ on (B)(6) 2014, a catheter access port (cap) contrast study was done and no leak was seen, but the fluid was determined to be csf (cerebrospinal fluid). On (B)(6) 2014, a blood patch was done because the patient presented with a spinal headache. On (B)(6) 2014, the seroma was drained. The event outcome was reported as ¿resolved without sequela on (B)(6) 2014.¿ the device system was delivering fentanyl and bupivacaine. The severity of the event was noted to be ¿mild.¿

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).